Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument broke down. The instrument was replaced and procedure was completed with no reported injury. There were no reports of fragment(s) falling into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: there was a wire/cable sticking out of the jaws of the reported instrument. It was unclear if customer had tried cauterizing before the issue occurred. It was unclear if the instrument had movement issues related to unintuitive or reversed motion. The instrument did not move uncontrollably. No signs of sparking, arcing, or thermal damage were observed. There was a broken cable at distal end. The broken cable was not black colored. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. The instrument was returned to isi for evaluation.